Event description:
It was reported that the device was found to be in back-up mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.